Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to an sst deformity. The device was too short. The patient was sent to another urologist to correct the problem and reimplant a new inflatable penile prosthesis in (B)(6) 2019. The patient was doing fine following the explant surgery.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to an sst deformity. The device was too short. The patient was sent to another urologist to correct the problem and reimplant a new inflatable penile prosthesis in (B)(4) 2019. The patient was doing fine following the explant surgery.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.